Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 11-sep-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection of the complaint device revealed that the lens was in the base of the cartridge; however, it was not stuck. No damage to the cartridge or lens module was observed. The lens was removed from the cartridge and was coated in viscoelastic residue. The lens was cleaned and further inspected, no issues were observed. The complaint issue "lens damaged" could not be confirmed during product evaluation, and no issues were identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was faulty. No further information was provided.